Event description:
It was reported that increased pacing rate and incorrect interpretation of signal resulting in high voltage therapy inhibition were noted on the device resulting in the patient experiencing arrhythmia. The physician considered the device to be performing as programmed. Abbott technical support was contacted and the device was reprogrammed. The patient was in stable condition.